Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the basket wire of a ncircle tipless stone extractor was observed broken when opening the device packaging. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. In response to this incident, cook completed a review of the device history record (DHR). The DHR found no related non-conformances for the reported lot number. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product specification for the ncircle tipless stone extractor was also reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned, however a picture of the basket was provided. One of the four basket wires was missing, with the wire broken off at the distal end of the basket and the proximal end pulled free from the basket cannula. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10sep2021. The device will not be returned to cook for investigation. Device has been discarded by the user facility.

Manufacturer narrative:
PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket wire of a ncircle tipless stone extractor was observed broken when opening the device packaging. The device did not make patient contact. A new device was used to complete the procedure. There was no impact to the patient as a result of this occurrence.